Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powderstrength 1.0g active in our cements.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2017 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Progress notes (B)(6) 2018 indicate the patient is experiencing pain, surgeon recommends revision surgery due to suspected aseptic loosening of the tibial component. Revision surgery is tentatively scheduled for (B)(6) 2021. On (B)(6) 2021, the patient underwent a left knee revision to address pain and tibial tray migration and loosening at an unspecified interface. The surgeon noted the removal of scar tissue and tibial bone erosion. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with depuy products. There were no indicated intra-operative complications. Doi: (B)(6) 2017; dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous device history record (DHR) review (B)(4), was conducted by the manufacture site. The DHR review did not reveal any related manufacturing deviations, anomalies or non-conformances on the provided product and lot combination.